Event description:
It was reported that during a stenting treatment procedure a stent dislodged inside the patient. The 90% stenosed target lesion was located in the mildly calcified and mildly to moderate tortuous saphenous vein graft. The lesion was predilated with an apex balloon. After attempting to cross the lesion, the 3.5 x 32mm ion mr stent delivery system was pulled back into the lesion when the stent became dislodged from the balloon. The physician unsuccessfully attempted to snare the stent. The stent was crushed against the vessel wall with an unspecified balloon and another ion stent. The procedure was completed successfully using 3 unspecified ion stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).